Event description:
It was reported that during biopsy procedures, the device failed to obtain sample as the sample notch contained no sample, and a rattling noise was heard as though something was broken. The probes were exchanged to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The investigation is inconclusive, as the device was not returned for eval. The root cause for this event was determined to be supplier related due to over-processed resin.